Event description:
The customer reported a 'camera iris calibration required error message. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.